Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) in office check, it was observed that approximately four months earlier the device remaining battery longevity was three years and nine months, currently the device battery longevity remaining is seven months. The crt-d remains in use. No patient complications have been reported as a result of this event.